Event description:
The customer reported that the ventilator had exhibited an odor of overheating. There was no report of patient harm. Review of the device diagnostic log noted a vent inop occurrence due to a 12 volt supply failure. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service technician verified the reported problem and reported the motor controller and cpu pcb boards were affected. The service technician reported the boards were contaminated by liquid from a capacitor on the motor controller pcb board. The service technician replaced the affected pcb boards to address the reported problem. Performance verification testing was completed and passed to operating specifications.